Event description:
It was further reported that the patient was seen on (B)(6) 2014 at her physicians office. The patient was able to charge without complaint.

Manufacturer narrative:
Concomitant medical products: product ID 37754, serial# (B)(4), product type: recharger; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37744, serial# (B)(4), product type: programmer, patient; product ID 3778-60, serial# (B)(4), implanted: (B)(6) 2013, product type: lead; product ID 37791, serial# unknown, product type: recharger; product ID 37751, serial# unknown, product type: recharger. (B)(4).

Event description:
Additional information received reported that on (B)(6) the patient had the implantable pulse generator (ipg) moved from her back to her right flank. It was noted that prior to surgery they put a different charger on her ipg and had her charge, and it was not hot. It was noted that repairs sent the patient a different charger. Additional information received reported that the manufacturer's representative did not believe the patient had attempted to recharge yet since revision. It was stated that it would probably be a few weeks before the patient did that. Additional information received reported that the device was returned. Additional information received reported that the complaint against the recharger could not be verified through analysis. It was stated that there were no issues found during bench testing, no issues with charging the implantable neurostimulator (ins) or the recharger or communications. C100.

Event description:
It was reported that the charging antenna was getting warm during the stimulator charging process. No error code presented and the patient was able to charge normally. The patient did not bring her recharger to her appointment on (B)(6) 2014. The patient had recently lost a significant amount of weight and wondered if that was the cause. The exact onset was unknown, as it had been going on for a while. It was not happening prior to weight loss. The patient¿s status was alive with no injury. It was further reported that the stimulator was getting hot when the patient recharged. The patient was given a new recharger, which was cool and not getting hot. It was also noted that the recharger will not interrogate. Additional information was requested, if received, a follow up report will be sent.